Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
G3 field corrected to 5/07/2025.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument has been returned and evaluated by the failure analysis (fa)). The instrument was found to have a frayed distal grip cable.

Event description:
Refer to h11 for follow-up information.